Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed an unknown error code. It was also reported that the infusion was life sustaining and was resumed using a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Additional information provided h3, h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was missing, the lens was damaged, and the dso (downstream occlusion) seal bubbled. Event history log review confirmed multiple errors related to the primary complaint. The root cause of the reported issue was found to be a non-responsive dso sensor. Actions were taken to mitigate the reported issue: the dso sensor was replaced.